Event description:
It was reported that the user experienced a high blood glucose event with no alerts while using an ilet system; the device display showed hyperglycemia and insulin delivery, and the user was counseled via blood glucose troubleshooting and education including a full supply change after the user indicated reuse of a cartridge, which is off-label. Symptoms included hyperglycemia. Outcomes included no reported injury and continuation of therapy after education and supply change. Investigation included technical support review, user interview, and troubleshooting of infusion and supply setup. Investigation of this case revealed an undetermined root cause with potential contribution from supply setup or off-label cartridge reuse, and the device was reported to be delivering insulin without alarms at the time of the event. It was concluded that the event was not confirmed to be device malfunction and the cause of hyperglycemia remains unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.